Event description:
N/a.

Manufacturer narrative:
Duragen (id3301i) was not returned for evaluation; therefore, an evaluation of the device could not be performed. However, investigation of retained sample was performed as follows: device history record (DHR) review - lot number information has been provided; therefore, the DHR was reviewed and found no anomalies. Failure analysis - ten (10) retained sample units were visually inspected. Dispenser box was in good condition. No defect was observed on the tray¿s appearance, sealing area, sponge appearance, and no foreign material was observed inside the package. No anomaly was observed that could be related to the reported condition: sterile barriers, seal area, and product appearance were in good condition. Root cause - integra scientific affairs was consulted about this case, but it was concluded that there is not enough information to comment. Therefore, based on DHR review, retain sample evaluation, and scientific affairs¿ evaluation, a root cause determination is not possible at this moment. Although based on the above evaluation, a root cause cannot be determined, it is unlikely that the sponge was the cause of the infection. There are controls in place during the process such as gowning practices, manufacturing/packaging-controlled rooms, area and product monitoring, bioburden program, bacterial endotoxin test (bet) at different steps of manufacturing and to the fg product, and validated overkill approach terminal sterilization cycle. Duragen is supplied sterile, in single use, double peel packages. Contents of the package are guaranteed sterile and non-pyrogenic unless the package is opened or damaged. Additionally, the IFU addresses possible complications such as infections "possible complications can occur with any neurosurgical procedure and include cerebrospinal fluid leaks, infection, delayed hemorrhage, and adhesion formation."

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility expressed concern about 4 cases in which duragen was used and the patients had complications post procedure. This report is 3 of the 4 linked to mfg report numbers: 1121308-2021-00049, 1121308-2021-00050, and 1121308-2021-00052. Duragen (id3301i) was used in an "osteolytic process frontal removal" procedure on (B)(6) 2021. Two months later, infection was detected. Patient was readmitted and reoperation was performed where duragen was removed and sent to pathology. Result: no arguments for atypia or malignancy in the material.